Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed an warning message that indicated a possible device malfunction had occurred.